Manufacturer narrative:
Correction made to b5: the reported affected quantity is one (1) (previously submitted as two (2). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported holes were observed in two (2) separate lines in a clearlink system continu-flo solution set along with a kink in the line. The event occurred during an unknown process step (reported as during patient treatment and during set up). There was no report of patient injury or medical intervention associated with this event. No additional information is available.